Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) dislodged from the patient's chest. The device was repositioned. After the reposition procedure, the device was "sticking" out of the patient's chest. The patient explanted the device and it was replaced. No patient complications have been reported as a result of this event.